Manufacturer narrative:
Customer did not respond to miltenyi biotec's request in order to provide either additional information on the breakage event, or photographs or the complaint itself. The potential product malfunction will be investigated by the responsible department at miltenyi biotec (B)(4) when the customer is sending out additional information.

Event description:
The customer complained about a broken cryomacs freezing bag 500 when taking the bag out of the vapor phase of the liquid nitrogen tank. There was sufficient cellular material left in another bag to facilitate the patient's therapy. The customer stated that there was no risk for the patient. This event occurred at: (B)(6).